Event description:
Title: xxxxxx. Event desc: pt for right hip replacement femoral head trials were performed sequentially until adequate soft tissue tension, range of motion, stability and leg length were visualized intraoperatively. Upon placement of a 5 trial head, there was excellent stability in the range of motion. Upon routine dislocation, however, physician was unable to locate the femoral head with c-arm (fluoroscopy) guidance and the trial head could not successfully be retrieved. To be safe, given the neurovascular structures within and since the trial head had migrated, a decision to remove the trial implant with an additional incision was made and performed by two other surgeons who quickly and efficiently located and removed the trial head via separate incision using a retroperitoneal approach.